Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The attorney port does not identify a specific device issue and no product was returned for eval. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Additionally, the medical records have not been provided at this time. With the currently available info, no conclusion can be drawn.

Event description:
The following was reported by the attorney for the pt: (B)(6) 2002: the pt underwent repair of a hernia defect with composix kugel. On (B)(6) 2010: the pt underwent surgery to explant the composix kugel patch. At this time, the pt required small bowel resection due to the patch adhering to the pt's bowels. The attorney alleges the pt continued to experience abdominal pain and discomfort after the hernia patch removal. The pt has suffered and will continue to suffer physical pain and injuries.